Manufacturer narrative:
Microscopic review of the received screws shows indications of wear and tear. The phillips heads are deformed and the tips are broken. The complaint refers to cranioplate 1.5 kit, but only the screws expereinced a problem. The reference code of the screws is (B)(4) and originate from the batch 62045482. A review of the incoming material values was reviewed and found to be acceptable. The device quality and manufacturing history records were reviewed and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the signs of wear and tear on the screws, we assume that the screwdriver was not correctly applied. It must be ensured that the tip of the screwdriver blade is pressed firmly enough in the head of the screw to get a positive-locking connection. Otherwise a safe use is not guaranteed. The breakage of the screw-tips is most probably related due to the tumbling movement of the screw driver. This is explicitly stated in the IFU. Corrective/preventive action: not applicable.

Manufacturer narrative:
Manufacturing site evaluation is on-going.

Event description:
Country of complaint: (B)(6). Screw tip broke during surgery. The surgeon affixed the cranioplate with competitor (medtronic) screws.